Event description:
During the execution of the technical service bulletin, the field service representative observed corrosion on the architect ground strap. The ground strap was replaced without incident or injury.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B) (4). (B) (4). No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The er320 instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unknown procedure, clips will not close, no further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.